Manufacturer narrative:
No service on the ventilator has been requested. Due to its age and usage, the user facility decided to scrap the ventilator. Provided ventilator logs confirms the reported failed pre-use check. No investigation has been possible, therefore the root cause of the failed pre-use check has not been determined.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).